Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the tip of the small hexagonal screwdriver shaft was found bent and no longer fits into the screw recess. The product is no longer usable. This was noticed after the case. There was no patient involvement reported. Concomitant device reported: unknown trauma screw (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. There is no known patient involvement. Lot number is known. Device evaluated by MFR: part: 314.030; lot: 8716244; manufacturing site: haegendorf; release to warehouse date: january 30, 2014. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Background: it was reported that on an unknown date the tip of the small hexagonal screwdriver shaft was found bent and no longer fits into the screw recess. The product is no longer usable. This was noticed after the case. There was no patient involvement reported. Investigation flow: device interaction / functional visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of a twisted and bent tip, which agrees with the reported complaint condition. The distal hexagonal tip is twisted/bent in the direction of resistance encountered during screw insertion. Functional test: a functional test in effort to replicate the reported condition of not fitting into the screw recess could not be performed at cq as the mating screw from the event was not returned. However, the visually confirmed bent/twisted tip would contribute to difficulties during use. Document/specification review: the returned device was manufactured in january 2014 and is over 4 years old. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Design drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: the flat to flat width of the distal hex tip adjacent to the bent/twisted area measured ø2.50mm at cq (ca592) which is within specification of ø2.50-0.006/-0.020mm. Conclusion: a definitive root cause for the damaged tip could not be determined based on the provided information. The most likely cause is encountering excessive torsional load during attempted screw insertion. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.